Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2001, the patient underwent a primary right l4-l5 spinal root decompression. Seven weeks later, the patient presented with "increased back pain and right leg pain". The investigator noted the event as moderate in intensity. Physician ordered an MRI which was negative. Continuing physical therapy was presribed. The outcome of the event is unknown as the patient was lost to follow up, no further data available. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as the illness being treated.